Event description:
It was reported that the pump did not recognize the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from customer technical support and no further information regarding the outcome of the event was obtained.